Event description:
Additional information was received from a device manufacturer representative (rep). The concentration, dose, and lot number of bacl ofen was unknown. The patient's other medications and medical history were unknown. No troubleshooting was done and a rotor/dye study was recommended by the rep. No diagnostics were done at this time. Actions and interventions taken were unknown and the cause was unknown.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed as intractable spasticity and spinal cord injury/spinal cord disease. It was reported something was wrong with the pump since last year. The patient had been experiencing severe pain and spasms everyday for the past 17 months. On (B)(6) 2016, at his refill the company representative (rep) helped assist with the refill and stated they found out that the pump was not pumping the medication correctly. Forty milliliters (mls) was put in the pump and after three months, only eight was used. They thought something may be wrong with his catheter. The patient was trying to see the healthcare provider (hcp) to have him check to see if anything was wrong with the catheter. He was experiencing worse nerve pain and spasms and was falling out of his chair. The patient was also experiencing two ulcers. The patient was trying to reach out to the rep and was redirected to the hcp. The patient was also currently working with his doctor's nurse. The pump issue, pain and spasms started in 2015 and on (B)(6) 2016 a volume discrepancy was noted. Drug information, other medications the patient was taking at the time of the event, medical history, troubleshooting performed related to the volume discrepancy, information regarding the ulcers, diagnostics performed related to the pain, spasms, fall, and ulcers, actions/interventions taken to resolve the event, the cause of the events, and patient outcome were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.